Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a detection issue of underdetection of ventricular tachycardia (vt) episodes, and their right ventricular (rv) lead had undersensing. Both the device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to a delay in ventricular tachycardia arrhythmia detection. If information is provided in the future, a supplemental report will be issued.